Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29jun2020.

Event description:
The customer reported that the unit failed with over voltage protection (ovp) circuit failure. The service technician verified the reported problem. The customer reported that the unit was not in use on a patient. The service technician replaced the motor controller board to address the reported problem.